Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states that when they went to check on therapy settings today the code por appeared (power on reset). Patient services reviewed the patient will need to follow up with their doctor to have the device checked. Patient confirms not being around any medical equipment. No symptoms were reported and no further complications were reported or are anticipated.